Event description:
A customer reported that a very sick dnr pt was taken to CT scan while on a levophed drip at 95ml/hr to sustain the blood pressure. Another channel was also running which is believed to be insulin. When the pt came back from the CT scan, the nurse noticed that the levophed drip was off. The pt's blood pressure decreased, she was treated and subsequently passed away. The customer stated that no further pt or event info is available. The customer is requesting a log review for the time period of 11 am - 12:45 pm.

Manufacturer narrative:
(B)(4). Devices not received, log review only. Method code field left blank - no available code for data/log review. The customer's report that a levophed (norepinephrine) drip was found off was confirmed. The log review indicated that at 4:26 am the pump module was programmed to infuse norepinephrine. At 12:15 pm an alarm for "channel disconnect" was triggered, the unit was added to the system and the user acknowledged the channel disconnect event by pressing the "confirm" key. The pump module was not reprogrammed until 12:34, 19 minutes after the user acknowledged the channel disconnect event. The root cause of the customer's report that a levophed (norepinephrine) drip was found off is believed to be related to a channel disconnect event; however this event was accompanied by an audio and visual alarm that the user acknowledged the levophed infusion was not restarted until 19 minute later. The cause of the disconnection could not be determined by the log review. The affected devices have been requested. Should the devices be returned for a physical eval, a follow up report will be submitted.